Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), they tried to set according to the procedure, but the delivery device could not be pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), they tried to set according to the procedure, but the delivery device could not be pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory on 13aug2020 for evaluation and investigated on 14aug2020. The cutter was not returned for evaluation. A visual inspection was conducted. Signs of clinical usage and slight evidence of blood was observed. There was blood found on the loading device, delivery tube, white plunger and slide lock. The delivery device, and tension spring were returned outside of the loading device. The seal with the anchor was separated from the tether of the tension spring assembly and not sent back for evaluation. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The tension spring assembly showed no sign of being cut. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed